Manufacturer narrative:
A company representative assessed the system and found no issues related to the reported event. The representative performed a preventative maintenance and the system met specifications. All remaining cases were performed without issues. Based on assessment, the product met specifications at the time of release. The system was found to have no problems; therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Event description:
A doctor reported a split rhexis following laser assisted cataract surgery.